Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of failure (B)(4). The root cause was determined to be a pinched main speaker harness. The main speaker harness was replaced to repair the reported condition. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. Corrected data: the user interface module software version is 6.13.90.

Event description:
During review of the event history of a reported colleague infusion pump, the baxter service technician discovered an occurrence of (B)(4). The root cause of this failure code was determined to be a pinched speaker harness, indicating that the device failed to audibly alarm. There was no patient involvement. This device is a remediated colleague pump with a user interface module software version of 6.13.00. No additional information is available.